Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: there was one pump reboot observed in the black box history recorded after a manual suspend. The battery compartment was cracked and the battery cap had stripped threads and was unable to attach to the pump; therefore, pump reboots were duplicated. A new test battery cap was used and was able to fully attach and completed 24 hour duration test with no reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found. Unrelated to the original complaint, the display had a discolored contrast.